Manufacturer narrative:
Analysis of provided data revealed: a normal behavior of the battery curve. The decrease in battery voltage below 3.04v was temporary (around on (B)(6) 2023), and corresponds to a known behavior of the device batteries when exposed to lower temperatures, such as during transportation or storage. On (B)(6) 2023, the battery voltage has recovered (3.06 v). The device consumption is normal. Based on available data, no issue is suspected on this device.

Event description:
Reportedly, at the time of the pacemaker implantation on (B)(6) 2023, interrogation was performed on alizea dr (s/n: (B)(6) before the package was opened, and the battery voltage was confirmed to be 3.03v. Following IFU, the device should be discontinued (when battery voltage <3.04v). Another device was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at the time of the pacemaker implantation on (B)(6) 2023, interrogation was performed on alizea dr (s/n: (B)(4) before the package was opened, and the battery voltage was confirmed to be 3.03v. Following IFU, the device should be discontinued (when battery voltage <3.04v). Another device was implanted.